Event description:
An error message was reported with the adc device. Customer received an unspecified error message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring health-care professional administration of an unspecified medication containing sugars (dose/type unknown) for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.